Event description:
On (B)(6) 2014 at the (B)(6), it was reported that there were difficulties placement of the crsg 14 a 15 retrograde cardioplegia cannula from lot number 92091114 .the smooth cannula balloon surface cannot guarantee the initial positioning once placed in the coronary sinus. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The sample was not returned to the manufacturer and hence no evaluation was performed. The batch records for affected lot were reviewed and no abnormalities were found. (B)(4).